Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent response due to moisture damage on keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was 7.7 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.